Event description:
It was reported that while using an unspecified bd blood collection device patients blood leaked out and was contaminated after. The nurse replaced the unknown blood collection device and no problems reoccurred. Patient had to be redrawn due to the initial issue. The following information was provided by the initial reporter: on (B)(6) 2023, the nurse followed the doctor's instructions to use the arterial blood sampling device to collect arterial blood to test the patient's blood gas condition. Before the operation, no problems were found in the arterial blood sampling device, and the blood collection process went smoothly. As a result, the patient's blood leaked out, and the blood was contaminated and unusable. The nurse immediately replaced another blood collection device and gave the patient another blood collection. No problem occurred. This incident caused the patient to suffer from the second blood collection.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Initial reporter phone: (B)(6). In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As the product is unknown. H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.